Manufacturer narrative:
Updated section: b5, h6 (clinical code, device code, impact code, and type of investigation).

Event description:
It was reported that a patient with a 27mm 7300tfx valve, implanted in mitral position, underwent a valve-in-valve procedure after an implant duration of 8 years and 5 months due to stenosis. The patient came in with shortness of breath. The valve was replaced with 26mm 9750tfx valve. The patient was stable post procedure.

Manufacturer narrative:
H10: additional manufacturer narrative:the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 27mm 7300tfx valve, implanted in mitral position, is under consideration for a valve-in-valve procedure after an implant duration of 8 years and 4 months due to stenosis.

Manufacturer narrative:
The most likely cause is patient factors, including diabetes mellitus and hyperlipidemia. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.